Event description:
It was further reported that patient's controller was replaced, but a high watt alarm and electrical fault occurred shortly after. Additionally, the new primary controller exhibited a loss of power and remains in use. An engineer inspected the device and found no external damage to the driveline, but suspected internal damage between the pump header and exit area. Also, the engineer identified shorts on both stators, suggesting the issue may be related to the driveline rather than the pump and stated "the circumstances here are rare. We have seen cases where the problem is at the header (inside the body) and others where the problem is inside the connector (by the controller). It is not possible at this point to be able to pin point where the problem is. We can offer a splice in chance that the problem is with the external driveline connector. However, there is still the risk that the problem is not there but instead by the header (inside the body) or at the inner part of the driveline in which case we have nothing to offer. If the part inside the body is broken, we cannot repair it. In this case it is up to you to prepare for the next steps, e.g. Pump replacement, transplant." The responsible medical professional, questioned whether it would be better to replace the entire system with a new pump rather than risking a recurrent problem.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional products: d1: heartware ventricular assist system ¿controller 2.0. D4: model #: 1420/ catalog #:1420/ expiration date: 31-may-2025/serial or lot#: (B)(6). D9: no. H3: no. H4: mfg date: 22-may-2024. H5: no. D1: heartware ventricular assist system ¿controller 2.0. D4: model #: 1420/ catalog #:1420/ expiration date: 31-aug-2019/serial or lot#: (B)(6). D9: no. H3: no. H4: mfg date: 02-aug-2018. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received sections have been updated. Also for investigation summary. Additional product: serial# (B)(6) h3:yes serial# (B)(6)h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) ((B)(6)) and two (2) controllers ((B)(6)) were not returned for evaluation. There is no evidence that (B)(6) had previously been serviced. A review of the pump's manufacturing documentation confirmed that the associated device met all requirement prior for release. A review of the manufacturing documentation for the remaining devices was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed one (1) low flow alarm logged on 09/jan/2025 and two (2) electrical fault alarms logged on 27/jan/2025 at 17:50:50 and 17:59:25 due to overcurrent conditions in the rear stator resulting in the pump running on single stator (front stator only). Furthermore, log files revealed one (1) additional electrical fault alarm logged on 27/jan/2025 at 17:58:42 due to an overcurrent condition in the front stator resulting in the pump running on a single stator (rear stator only). Review of the event log file revealed eleven (11) reactivation events logged on 27/jan/2025 starting at 17:50:45; one (1) of the reactivation events indicated an overcurrent condition on the front stator and ten (10) of the reactivation events indicated an overcurrent condition on the rear stator, resulting in the pump running on the single stator. Log file analysis associated with (B)(6)revealed one (1) controller power-up event with an associated motor start event logged on 03/feb/2025 at 10:16:27. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the first controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the first controller power up event; the first data point was logged on 03/feb/2025 at 10:17:03, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Review of the event log file revealed one (1) additional controller power-up event with an associated motor start event logged on 02/apr/2025 at 08:58:23, indicating a loss of power to the controller. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 35% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 97% rsoc. The data point after the second loss of power revealed that (B)(6) was connected to power port one (1) and bat977470 was connected to power port two (2). The controller was without power for approximately sixteen (16) seconds. No anomalies were recorded leading up to the loss of power. Review of the alarm log file revealed two (2) electrical fault alarms logged on 03/feb/2025 at 10:16:49 and 10:18:09 due to overcurrent conditions in the front stator resulting in the pump running on a single stator (rear stator only). Further review of the event log file revealed twenty-six (26) reactivation events logged since 03/feb/2025; three (3) of the reactivation events indicated an overcurrent condition on the front stator and twenty-three (23) of the reactivation events indicated an overcurrent condition on the rear stator, resulting in the pump running on the single stator. Furthermore, review of the alarm revealed seven (7) additional electrical fault alarms were logged on 03/apr/2025 due to overcurrent conditions in the rear stator resulting in the pump running on a single stator (front stator only). Log file analysis also revealed several increases in power consumption and estimated flows throughout the analyzed period, leading to parameters above normal operating range, as well as forty-five (45) high watt alarms logged since 27/jan/2025. Of note, information provided by the site indicated that anticoagulant and antiplatelet treatments were administered. The reported electrical fault alarms, high power, low flows, and loss of power event were confirmed. However, the reported driveline sheath discoloration and thrombus events could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the electrical fault alarms and observed reactivation events due to an overcurrent condition can be attributed, but not limited, to a short in the driveline likely due to damage to the controller driveline port and/or driveline connector. Based on historical review of similar high power events and the risk documentation, a possible root cause of the reported high power event may be attributed, but not limited, to external factors such as thrombus formation/ingestion and/or a short in the driveline likely due to damage to the controller driveline port and/or driveline connector. Based on the available information, the most likely root cause of the first loss of power event can be attributed to the initial programming of the controller and/or a controller exchange. The most likely root cause of the second loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on historical review of similar events, the most likely root cause of the reported driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further stated "we were unable to proceed with a planned pump exchange due to other clinical issues. The alarm has resurfaced and become audible again. I have permanently silenced the alarm once more. We are wondering if this indicates further deterioration of the pump, or if the alarm silencing is simply timed out and needs to be silenced again." Also, the vad exhibited additional above normal power, high-watt and electrical fault alarms. The controller also exhibited a loss of power. An adverse event of thrombus was associated with the event, with ventricular assist device therapy identified as a risk factor. Diagnostic tests conducted included an echocardiogram, 2d echocardiogram, and computed tomography (CT) scan. Medical treatments administered were anticoagulants and antiplatelet therapy. The patient was compliant with anticoagulation therapy. It has been confirmed that the recurrence of the e-fault alarm is a normal behavior of the vad. After restarting the vad, it operated on both stators for 19 hours. When the e-fault reoccurred, the vad returned to operation on a single stator.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of cardiomyopathy experienced an electrical fault in a ventricular assist device (vad). The device exhibited a high watt alarm, with the vad power recorded at 5.9, whereas the patient's normal range was between 4.5 and 4.7. Additionally, the flow was noted to be 3.6, below the normal 4.2l. The e-fault history indicated front and rear motor over currents. The driveline sheath (dl) was discolored brown, although no breaks or damage were observed. The high watt alarms were attributed to the vad operating on the front motor. Troubleshooting steps included confirming the driveline sheath was properly connected and slightly adjusting the driveline to ensure it was flush with the port. The electrical fault remained active at the time of admission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient is still on vad support.